Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Patient was revised to address some tissue changes/inflammation of the capsule. Also, upon impacting the new liner, the surgeon realized the cup moved. Update: 5/20/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update ad 06 jul 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets record. In addition to what were previously alleged, ppf alleges pseudotumor, metal wear, metallosis and elevated metal ions. Elevated metal ions was also alleged after first revision; however, there's no implant details provided and stem was already reported. Added lawyer, facility name, account name, UDI, expiration date, patient harms and stem due to alleged elevated metal ions. Updated patient initials and product details of liner, unknown head and cup. Corrected doi. Doi: (B)(6) 2008 - dor: (B)(6) 2013 (right hip). Patient is bilateral. Please see (B)(4) for the allegation after first revision of the left hip.